Manufacturer narrative:
(B)(4). Concomitant medical products: plate 8 hole x cat# 73-2623, lot#ni; qty:3: scrw 2.4x16mm cancelous lockng, cat# 73-2416, lot#ni. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00277, 0001032347-2021-00278, 0001032347-2021- 00280, 0001032347-2021-00281.

Event description:
It was reported a patient was revised approximately 6 days postimplantation of a sternal system due to one cerclage wire and 4 screws on the x plate cutting through the sternum. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.